Manufacturer narrative:
(B)(4). Unit passed displacement, and self test. No pump error 63 was noted during testing; however, pump error 63 is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. The customer was able to clear the alarm and able to rewind the insulin pump. The customer performed the self test and they were able to passed the test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.